Event description:
The pt underwent an interventional procedure through the external iliac artery. The physician attempted closure of the arteriotomy with the closer tsl 6fr device. The device was inserted and deployed without problems. Hemostasis could not be achieved due to difficulty in getting the knot down to the arterial surface. Manual compression was held for about 40 minutes, then a c-clamp was used. No bleeding or hematoma was reported. The pt's blood pressure dropped and pt complained of abdominal pain. Dopamine was given, followed by neosynepherine. A retroperitoneal bleed was diagnosed and the pt went to surgery. The artery was closed with 2 prolene stitches. The pt was intubated for 14 hours and received 6 units packed rbcs. The surgeon found that the puncture site included a portion of a medial branch of the external iliac artery.